Event description:
It was reported that the patient presented in the ER on (B)(6) 2004 with neck fracture secondary to mva accident that occurred on (B)(6) 2004 and undergoes posterior cervical fusion using titanium rods, vertex screws and set screws, allograft and bmp2 on (B)(6) 2004. ¿CT of the neck revealed an anterior unilateral facet subluxation at c4 and c5. Cervical magnetic resonance which showed a bulging disk at c3-4 that was not encroaching up the cord.¿ a fracture cervical dislocation at c4-5 was also found. No patient complications were reported intra-operatively. Post-op images did not indicate any abnormal findings. Five days post-op, a CT of the cervical spine indicated ¿interim posterior cervical fusion, with consequent straightening of the lordosis of the cervical spine, stable appearance to locked c5-6 facet on the left. The uppermost retaining screw of the left fusion rod at the c3 level is not contained within the lateral mass of c3, but enters bone graft only." On (B)(6) 2004, it was reported that a CT scan of the cervical spine indicated no anterior slipping of the vertebral bodies, left facet at the c4-5 level is unchanged in appearance, and a linear defect at the level of the spinous processes of c5 and c6 which may represent a posttraumatic change or artifact. Cervical spine films dated (B)(6) 2005 showed postoperative changes with posterior cervical metallic fusion. On (B)(6) 2005, the patient undergoes left cervical facet injections at c4-5, c5-6, c6-7 and c7-t1 due to ¿cervical postlaminectomy syndrome and facet arthropathy¿. The patient presented on (B)(6) 2005, for an initial consultation at a pain clinic with ¿chronic left cervical neck pain with bilateral shoulder radiculopathy.¿ physical therapy was prescribed as well as pain medications the patient presented in a post-op follow up visit on (B)(6) 2006 with increasing pain in the cervical neck region and a diminishing quality of life due to discomfort. The patient underwent a trigger point injection of the left and right trapezius muscle. On (B)(6) 2006 the patient presented with back spasms of the lower back area at a follow up visit. On (B)(6) 2006 the patient presented in a follow up visit with lumbosacral back pain and right hip pain and requested an increase in pain medication. On (B)(6) 2006 during a follow up visit, the patient complained of escalating neck pain. No pain medication could be prescribed due to the patient¿s ¿medication usage problem¿ and the patient was discharged from the service provider. On (B)(6) 2007, patient presented to the ER with escalating pain causing increased use of prescribed narcotics. A follow up visit with the physician 6 days later led to an increase in prescription medication dosage. On (B)(6) 2007 the patient presented with upper torso discomfort, pain in shoulders and neck and extends to head, causing nausea and vomiting at times. Patient stated pain is associated with a motor vehicle accident occurring on (B)(6) 2004. Patient was diagnosed with ¿pain disorder associated with psychological factors and a general medical condition, probable major depression disorder, opioid dependence; personality disorder, not otherwise specified; chronic pain, status post cervical fusion on (B)(6) 2004 related to a motor vehicle accident occurring on (B)(6) 2004¿. Impression: persistent neck pain, status post posterior cervical fusion. Post-cervical fusion pain syndrome. Anxiety and depression. Possible opioid addiction. On (B)(6) 2007, the patient reportedly had chronic pain at a follow up visit post cervical fusion and continues taking prescribed meds. According to the report, the pain is being well controlled with the prescription medication and ¿has improved¿. The patient reportedly has chronic neck pain/swelling and radiculopathy resulting from the use of bmp2.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.